Event description:
Mandatory medwatch form received from the customer reporting a pump not alarming when a lockout was exceeded. The report states: "pca pump did not alarm exceeding lockout of 25mg. Pt received total of 125mg ms in 8 hours." The customer was contacted and further info was received. It was reported that the pt received 125 mg of morphine in an 8-hour period. There was a reported lockout of 25mg. The pump settings were not reported. The pt was reported to have decreased respirations with a low oxygen saturation. The customer contact also reported that the pt received an unspecified amount of narcan for the decreased respiratory rate. The pump was not removed from service and no serial number was recorded. Although multiple attempts have been made to obtain further info, no further info was available.